Event description:
It was reported that oic-peek and xia3 were used for tlif (l4-l5). Monoaxial screws were used at l4. Polyaxial screws were used at l5. Xia 3 titanium rad rods were used. Rad rod was slided from the head of l4 left monoaxial screw head. It is possibility that the blocker at l4 left was loosen from the head of the monoaxial screw.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.